Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for deep brain stimulation (dbs) therapy indications. It was reported that the patient had a hemorrhage post lead implant. Unknown if environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a CT scan on (B)(6) 2019. Interventions/actions included and extended hospital stay for observation. It is unknown if the issue is resolved. They were scanned immediately after post op and 1 day post op the bleed was discovered on 1 day post scan. They also complained of word finding problems and short term memory problems. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unknown if the previously reported issues were resolved as the patient hadn¿t had a repeat CT brain scan since (B)(6) 2019 to determine resolution. According to the hcp the hemorrhage was ¿small and stable.¿ seven days later the same hcp stated the previously reported issues were resolved as the patient had no neurologic deficit and the small hemorrhage was resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the resolution was unknown.